Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient mentioned it would be nice if the ins was implanted in their stomach. After the patient connected to their ins, they said none of the programs worked to control their symptoms because they were getting up to use the bathroom three times a night. Prior to calling, the patient noted they tried all four programs and they've been reprogrammed by a manufacture representative (rep) a few times. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was off; they were at 2.4v on program 3. The patient did not know how stimulation got turned off, but they may have turned it off while ago (which would explain the loss of therapy). During the call, therapy was turned back on and then decreased it to a comfortable level; they were able to feel stimulation in the correct area. As a result of what was reported, the patient was redirected to the healthcare provider (hcp); they noted that they have an appointment in (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked how stimulation got turned off, the patient reported that they mistakenly turned it off and waited too long to change the program. They added that when they tried to change programs, they forgot how to. The action/intervention taken to resolve the stimulation issue was stimulation was turned on (as previously reported). No further patient complications have been reported as a result of this event.